Manufacturer narrative:
Hamilton medical ag event reference number: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: during patient transport, external power disabled even though the device was plugged in. No patient harm occurred. Once grounded, a different outlet and plug were tried but did not work.